Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis measuring 8.8 cm. External insulation abrasions exposing the outer coil were noted at 5.5 - 6.0 cm and 8.5 - 8.7 cm from the connector pin consistent with lead friction to the can.

Event description:
This report is to advise of an event observed during analysis.